Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/9/14 with the following findings: display found to be pink. Keypad was peeling below "ok" key. All keys are intermittently responsive due to contamination observed under button contacts. Battery compartment cracked along left side to the grip pad.